Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2017, and determined that the instrument test well image in question for r861 was visually positive. Also, the instrument test well images in question for id332 were visually positive. Also, some of the instrument test well images in question for dn093 were visually positive, and some others of the instrument test well images in question for dn093 were visually negative.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody screen and antibody identification on a galileo echo instrument.